Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 around 3:00pm, the patient was sitting on the couch watching ts when the cgm was showing 40 mg/dl. They were not feeling low and did not check a finger stick reading. The patient's spouse gave the patient glucose tablets based on the cgm reading but the reading was not going up so they contacted the patient's doctor. The doctor advised the patient to go to the emergency room. When the patient arrived at the ER, a finger stick was taken and it was 600 mg/dl while the cgm was still displaying 40 mg/dl. Blood tests were also done. The patient was incoherent during this time and was treated with an insulin drip. The patient as kept overnight for observation. The patient was discharged from the ER on (B)(6) 2025 at 3:00pm. At the time of the report, the patient was feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.